Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing using a known good multifunction cable, test pads, and a simulator, including stress testing without duplicating the customer's report. The accessories were not returned for evaluation. The device was recertified and returned to the customer. It was recommended to the customer to check/discard the multi-function cable used as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.